Manufacturer narrative:
Investigation summary: one sample was received or quality investigation. Only the filter and the tubing distal to the tubing was returned for investigation. The customer complaint of tubing defective / damaged was verified by visual inspection. Evaluation of the sample submitted revealed that the tubing had broken off at the inlet port of the filter. A device history record review for model 11532269 lot number 21016253 was performed. The search showed that a total of 7,683 units in 1 lot number was built on 10jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is that an external force was applied to the filter causing the inlet port to break off. There is indication of stress in the filter body due to the white discoloration seen on the body. The root cause for the issue seen in this complaint could not be fully determined because the entire sample was not submitted. The probable root cause is that an external force was applied to the filter inlet port causing the inlet port to break off. There is indication of stress in the filter body due to the white discoloration seen on the body, and the customer had mentioned that the infusion set was in use during the reported damage. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv tubing was defective. The following information was provided by the initial reporter: "tubing failure. Item 11532269".